Event description:
The customer claims that the alarm has no power, or the alarm has power, but no alarm tone when pressure is off the sensor pad. The customer could not specify the exact issue, since the product was already boxed for shipment. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4): results: eval of the returned product shows that the sensor # 1 rj-11 receptacle does not pass functional tests. There is no alarm tone when pressure is taken off the sensor pad. The fail safe feature works as it should. Sensor # 2 receptacle pass functional tests. The select button feature does not work, therefore, cannot change the default settings. The moisture indicator is missing from the unit. MFR references file # (B)(4).